Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime event. The reporter stated that a loss of prime had occurred 3 or more times with at least 3 separate cartridges from 2 separate boxes in a 30 day period. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the pump powered on with the returned battery cap. Loss of prime warnings with an unidentified low force were observed in the black box. The pump was exercised for 24 hours with a 1 unit per hour basal program and no loss of prime or prime related warnings were duplicated. The pump passed the force calibration check. The pump case was removed for further investigation and the force sensor pins were found to be seated and the solder connections were intact. No evidence of contamination or cracked force sensor traces were observed and no evidence of moisture or loose components were found inside the pump. Unrelated to the initial complaint, the battery compartment was observed to be cracked below the grip pad.